Manufacturer narrative:
Arjo team was requested to inspect the ceiling lift installation system after the ceiling was flooded with water. During performing a load test with 200 kg, the kwiktrak installation rail (used together with maxi sky 2 ceiling lift) detached from the ceiling at two of three anchor points. As a result, the ceiling lift fell out of the opened end of the rail. No injury was sustained. The initial assembly of this rail was carried out in december 2020 by arjo team. It was l-shaped rail attached to a concrete slab and a false ceiling. Another arjo installation team visited the customer after detachment to analyse the failure. The room was located under the terrace, where the water came in. Arjo representative assessed this water infiltration as minor, only a halo around one anchor point could be traced. The holes after anchor points were thoroughly inspected. One of these points was attached to the concrete. The drill marks allowed to suppose that there was a concrete perturbance at this location, suggesting to the initial installer that the threaded rod was inserted to the solid part of the slab. But the concrete weakened with use, and ended up detaching from the slab. The other anchor point was strengthen with a chemical resin. After detachment, the resin block was split and separated from the threaded rod. The composition of the slab at this location did not allow to say whether the material damaged after arjo installation or if a cavity was already present during installation. But the resin no longer had sufficient support to be effective. The arjo ceiling lifting system played a role in the incident which occurring during the load test. No patient was involved and no injury sustained. The track detached from the ceiling, therefore the system failed to meet its specification. Complaint decided to be reportable due to ceiling lift installation track detachment and ceiling lift falling out of the rail.

Manufacturer narrative:
Investigation is ongoing. Additional information will be provided upon investigation completion.

Event description:
The ceiling lift installation system was inspected after the ceiling was flooded with water. During performing a load test with 200 kg, the kwiktrak installation rail (used together with maxi sky 2 ceiling lift) detached from the ceiling at two of three anchor points. As a result, the ceiling lift fell out of the opened end of the rail. No injury was sustained.